Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6), 2023. During the scope cleaning, the bristles of the brush detached. The valve brush was broken and separated even before the packaging was opened. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results: the returned hedgehog dual-end brush was analyzed. Visual evaluation found that the large brush head was separated from the catheter. However, it could not be confirmed whether the issue was occurred in the packaging, as the device was returned outside of its packaging. No other problems were noted. The reported event was confirmed. It is possible that excessive force was applied to the green handle and catheter before or during use, resulting in the separation. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the bristles of the brush detached. The valve brush was broken and separated even before the packaging was opened. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.